Manufacturer narrative:
(B)(4)

Event description:
It was reported that through remote transmission, inappropriate auto mode switch episodes were observed due to far r-wave oversensing. Programming changes were recommended. The asymptomatic patient was stable and will continue to be monitored.